Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter was reverting to setup mode. This complaint was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.